Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3179058, medical device expiration date: 11/30/2014, device manufacture date: 06/28/2013. (B)(6). Initial reporter: address unavailable. Bd corporate address used. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were underfilling. No report of serious injury or medical intervention.